Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: a pump and an outflow graft with unknown serial numbers remain implanted and were not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Of note, it was reported that the outflow graft revealed an obstruction; it was stented and the issue was resolved. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event may be attributed to obstruction in the outflow graft. Additional products: heartware ventricular assist system ¿ outflow graft. Model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk, UDI #: asku. Device available for evaluation? No. Mfg date: unk. Labeled for single use? No. (B)(4). This event was reported in the q1 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized after the ventricular assist device (vad) had low flow alarms that did not resolve with hydration. An echocardiogram was performed which highly suggested inadequate vad decompression and device malfunction. A left heart catheter was performed showing severe lvad outflow tract obstruction. The outflow graft was stented with 3 stents with marked improvement in her hemodynamics, flows and powers. The patient was discharged in stable condition. The vad remains in use. No further patient complications were reported as a result of the event. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.